Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block, crack on back of pump and stuck button alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-242a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-332a was requested and the customer response was the device will be returned. Mmt-242a was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a missing retainer ring. Unable to do the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a missing retainer ring. The pump passed the self test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2025 07:29:47.000. 0.0 can be seen when programing a basal. Pump was cut to perform visual inspection and found moisture damage on the force sensor flex connector. No confirmed pump alarmed insulin flow blocked alarm in pump downloaded history on event date. Unable lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, broken reservoir tube lip, stained keypad overlay, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (end cap address label fading and peeling), and serial number label missing. Unexpected insulin flow blocked alarm was not confirmed. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Cosmetic damage was confirmed at the back of pump. Missing retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.